Event description:
It was reported that the patient had a tear in the controller power lead. Log file review did not capture any unusual events. The controller was exchanged and the patient remained in stable condition.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Section d6a: implant date was inadvertently included in the initial report but is not applicable for this device. Manufacturer's investigation conclusion: the reported event of damage to the system controller power lead was confirmed via the customer submitted image. The system controller was not returned for analysis; however, a log file was submitted for review with events spanning approximately 4 days (12dec2022 ¿ 16dec2022 per time stamp). There were no events related to the reported event active in the log file. Pump operation was not affected. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller and the system controller was found to pass all manufacturing and qa specifications. Heartmate 3 patient handbook (rev. D), under section ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section, subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook (rev. D) section "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller and power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use (IFU) (rev. C) under section 2 entitled ¿system operations¿ informs the user to ¿keep the system controller power cables dry and away from water or liquid¿ as it may cause the system to fail or serious electric shock. Section 7 entitled ¿frequently asked questions¿ explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.